Manufacturer narrative:
The subject device has been returned to olympus for evaluation. In addition to the reportable malfunction mentioned , it was observed, twisted cable was noted, corrosion was noted on the connector contact and the scope mount was flooded. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility submitted a repair request to the olympus service center indicating, the camera head had poor image. Upon inspection of the customer¿s returned device it was observed, poor image was confirmed due to faulty cable, and board failure was noted. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h6 and h10. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely no image occurred due to water leakage from the imaging unit and cable. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.